Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/01/2018. Medical records reviewed for MDR reportability. The records provide revision notes for a right attune knee revision for aseptic loosening of the tibial base plate at the cement to implant interface. The tibial tray and insert were revised to attune revision products. There is no primary implantation information available for the right knee, including operative primary notes, product or lot information. The cement manufacturer for the right primary knee is currently unknown. Doi: unknown; dor: (B)(6) 2018; (right knee).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Pc-(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.